Event description:
Legal claim alleges patient suffered from pain, elevated chromium and cobalt levels, difficulties in ambulating, and popping within the joint. The revision operative report included with the claim states there was brownish tinged fluid, small pseudotumors and brownish necrotic tissue.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.